Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc. After the flexvision pc was replaced and the software was reinstalled, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. After reviewing the log file, fse found that the grabber card failure and the flex vision pc is defective. Fse replaced flex vision pc and installed software. After the replacement of the flex vision pc, the system returned to use in good working order. The defective part was returned for analysis, and it confirmed that the failed component(s) were allura haswell flex vision 2 pc. The codes were updated based on the investigation outcome.